Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the clip was deployed; however, no hemostasis was achieved. A large hematoma (golf ball size) developed. Manual arterial compression was applied for approximately 30 minutes to achieve hemostasis and express the hematoma. The patient is reported to be doing fine. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information.

Manufacturer narrative:
(B)(4). Estimated age (patient reported to be (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.